Manufacturer narrative:
(B)(4). Batch # t5a64u. Investigation summary: the analysis results showed that one gst60g cartridge reload was received partially fired 1/2 and with the cartridge pan dislodged. In addition the cartridge deck was noted to be damaged. No functional test was performed due to the condition of the reload. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: three photos were provided for evaluation. Upon visual inspection of three photos, the following was observed: the first photo shows a green reload partially fired and with the cartridge pan dislodged. Also, it was noted a severe damage in middle of reload of right side. The second photo shows the opposite side of cartridge and pan from top view. The sled can be seen broken. The third photo shows the green cartridge and the sled was noted broken. In addition, it possible that the damage to the cartridge is consistent with the device being clamped over a hard object. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an unknown procedure, the recharge did not work, and it ended up totally damaged and split. The pushers of the recharge went out. The surgeon used another stapler and another reload. The procedure was completed successfully without patient consequence reported.